Manufacturer narrative:
Investigation summary: figure 1: one picture of a sample was returned for investigation. Unclear scale is shown in the picture, refer to figure 1. Barrel damage caused unclear scale and probable cause for barrel damage was from needle assembly dial station due to poor throw out of assembled syringe at the auto-reject station. The assembled syringe barrel could have been slanted and hit the side guide and forced into pocket of dial resulting in damage at top and bottom of the syringe barrel. CAPA (B)(4) had been raised to address the damaged syringe nonconformance. Investigation conclusion: nonconformance unclear scale was observed on the photo root cause description: probable cause for barrel damage was from needle assembly dial station due to poor throw out of assembled syringe at the auto-reject station. DHR: no abnormality and qn reported on the affected batches 7087209 and 7087209 during production. Conclusion: bd was able to duplicate, or confirm the customer¿s indicated failure mode. Product is not operating within specification.

Event description:
It was reported the user observed illegible scale markings on the bd eclipse¿ 3 ml bd luer-lok¿ syringe with detachable needle. No serious injury or medical intervention noted.